Event description:
It was reported that this artificial urinary sphincter (aus) was not functioning properly. Upon inspection, it was determined that the cuff was placed too distally. The physician also commented that the balloon was overfilled and distended, and no fluid remained in the cuff. The device was explanted and replaced. No patient complications were reported.